Event description:
It was reported that vessel perforation occurred and the patient experienced hemoptysis. Vascular access initially began via intrajugular approach, but the sheath came out and the physician decided to gain femoral access instead. A v-18 control wire guidewire was used in an implant procedure for a non-boston scientific product; however, shortly after retracting the delivery system, the patient experienced hemoptysis. The patient was intubated and transferred to the cardiac care unit where the patient was closely monitored. An angiogram was performed and confirmed a perforation distal in the pulmonary artery capillaries. The physician believed that the cause of hemoptysis was the v-18 guidewire. The patient was discharged eleven days after the procedure.